Manufacturer narrative:
The device in question was returned manufacturer on april 2,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported "foggy". No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the examination revealed thermal damage in the distal area. The rod lens system is leaking and there is moisture in the system. The optical fibers in the distal area are also thermally damaged. Distal solder seam chemically damaged, leaking. Bent shaft. Broken rod lens, consequential damage due bent shaft the defect described by the customer as "foggy" can be confirmed. The image shows a clear rod lens spalling. The spalling was made clearly visible by focusing. The optical shaft is clearly bent, which means that one or more rod lenses in the rod lens system are broken, significantly impairing the image quality. In addition, due to the breakage of the rod lenses, significant foreign matter/contamination is visible in the system. The damage found was caused by mechanical overload of the shaft, most likely due to clinical use/preparation. This event is filed under internal complaint ID (B)(4).